Event description:
A 3.0 mm diameter x 30 mm length driver rx coronary stent delivery system was inserted into a patient for the treatment of the #11 to #13 lesion. Lesion morphology was reported as excessively tortuous. It is unknown if the lesion was pre-dilated. It was reported that the physician successfully deployed the driver stent. While the stent was being deployed at the lesion site a guide wire stuck in the strut of the stent. A sprinter legend balloon catheter was advanced in an attempt to withdraw the guide wire; however, the shaft of the balloon catheter kinked and was removed. Two additional balloons from another manufacturer and a specialty catheter were used to treat the cto and successfully release the guide wire from the stent strut. Patient is reported to be fine. Please note that this device is distributed outside the united states).

Manufacturer narrative:
Stent deformed (in-vivo).